Event description:
It was reported that the patient presented to the clinic for a normal pulse generator change procedure. The patient requested a pocket revision because of the interaction of the shoulder with the pacemaker. The pacemaker was explanted and replaced during the procedure. The pocket was revised successfully.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The product was returned and visual inspection was normal. Interrogation of the device indicated normal elective replacement indicator (eri) when received. Preliminary test results were acceptable. No anomalies were noted.

Event description:
New information received notes that the patient was in stable condition.